Event description:
The user facility in france reported that during surgery a white milky liquid was coming out of the handpiece and there was poor aspiration. There were no reported patient consequences. The pharmacist indicated that the guidelines recommend using warm distilled softened water and the establishment uses cold water (at room temperature, i.e. Around 20°c) not necessarily softened . A sterilization cycle at 134°c for 18 minutes is also recommended and the user facility does this for 18 minutes. The patient was prescribed preventative antibiotics.

Manufacturer narrative:
The device has not been received for evaluation. Review of device history record, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that there was no visual damage. A filter test was performed by running water through the irrigation tube out onto a 0.45-micron filter, the water was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found no milky white substance and no particles. A functional test was performed using a stellaris system. The handpiece data displayed tune count 9, on-time 530230 and average power 1. The handpiece tuned, primed and functioned as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is completed.